Event description:
It was reported that the patient with this implantable pacemaker was in the intensive care unit (ICU) and patient advocate stated that at the emergency room (ER), were not sure if the device was operating correctly. Boston scientific technical services (ts) referred to physician. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.